Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had several no delivery alarms during manual prime. The blood glucose value was 218 mg/dl. The customer stated that she had multiple reservoirs and infusion sets with which she had not been able to push insulin through and when she changes the complete set she usually has to try 3 times before being able to prime. No troubleshooting was done since the alarm was resolved by a complete set change prior to calling. The product will be returned for analysis.